Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while in the lung during a thoracoscopic lung cancer surgery, the surgeon was able to press the safety button but the device was unable to fire. The surgeon used another reload and handle to continue the procedure. There was no patient injury.